Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that there is a labeling problem. The reference of the device is written instead of the lot number. In front of the lot it is written ar-7258-1 instead of 100001. The establishment was not able to know the right lot number to trace on the patient. The problem was noticed after the surgery. There was no harm or adverse event for patient, operator or third party reported. No further information received.